Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01844. Additional information provided determined that this device was manufactured by (B)(4). With the submission of this initial report, (B)(4) informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Occupation: non-healthcare professional. (B)(4) was selected for the alleged perforation. (B)(4) was selected for the alleged tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, stenosis, low energy, shallow breathing, mental health conditions physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported low energy, shallow breathing, mental health conditions, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via right internal jugular due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation and stenosis. The patient further alleges ¿low energy, shallow breathing, mental health conditions and physical limitations¿. Per the (B)(6) 2018 CT (computed tomography) abdomen without contrast: "ivc [inferior vena cava] filter is in place, with minimal tilt and the apex resting adjacent to but not definitely contacting the medial wall of the ivc. Filter apex lies roughly 7mm inferior to the most inferior right renal vein. Less than 1mm of perforation of the wall of the ivc is seen by anterior and posterior right stress [sic]. No organ involvement seen. The filter is intact with no evidence of bending. The suprarenal vena cava measures 2.9 cm in diameter, whereas the infrarenal vena cava measures 1.9 cm in diameter".